Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack, pieces missing, and disintegrating. The customer stated the damage was in battery compartment and scratch on the screen. The customer stated the pump is older and normal wear and tear. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.